Event description:
Event description guidant received information that this pacemaker dependent patient, whose device is included in the recent safety communication regarding failure modes 1 and 2, had the device explanted due to the patient experiencing two recent syncopal episodes. The device function appeared normal upon follow-up. The right ventricular lead was replaced at the same procedure due to high threshold and low impedance measurements. The device was removed, replaced and returned for analysis. The lead was removed and replaced.